Manufacturer narrative:
No patient information provided as no patient was involved in this concern. No testing has been performed as the resolution was confirmed on-site. No parts were replaced or returned to the manufacturer for evaluation. Resolution confirmed on call.

Event description:
A site representative reported that prior to a procedure, the imaging system was not booting up past the initialization screen on the pendant. The representative recommended that the site reboot both the image acquisition system (ias) and mobile view station (mvs). Rebooting the system resolved the issue. The issue occurred prior to surgery, with a patient on the table.

Manufacturer narrative:
The software investigation found that the reported event was related to a software issue. This issue was documented in a medtronic navigation software anomaly tracking database.